Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during rewinding. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they were trying to refill and are getting compromised force sensor system alarm when trying to fill the tubing. The y stated that the insulin was shooting out of the tubing. During the call the customer mentioned that he was changing the set because of getting a no delivery alarm, and declined troubleshooting that issue. The drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/compromised force sensor system test due to loose/protruded drive support disk. Unit was received with missing end cap sticker, cracked lcd window, minor scratched lcd window, cracked battery tube threads, corroded battery tube, cracked reservoir tube lip and stained address/serial number label.